Event description:
The customer reports when performing a bile duct stone quarrying procedure using a single use 3-lumen sphincterotome v, high-frequency output was possible without problems for the first 1-2 times, but after that, high-frequency output failure occurred. Even after changing the high frequency (hf) unit and the cord, the problem did not go away. The physician placed a stent in the patient and canceled the procedure since it was taking a long time. There are no reports of health hazard to patient as a result of cancelling the procedure. Additional details regarding the patient/event have been requested. At this time, no additional information has been provided.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The physical evaluation of the device is in progress. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer¿s complaint could not be replicated. The findings are as follows: abnormalities such as ruptures of the coated portion of the wire that could lead to output activation failure were not observed. Conductivities between the cutting wire and the plug did not present any abnormalities. No abnormalities were observed in the connectivity. The output was activated without any problems. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, abnormalities that could lead to the reported event were not observed. Therefore, the root cause could not be determined. The following factors may have affected the high-frequency current density, likely leading the user to believe the output activation was not working: 1. The contact area of the distal end of the cutting wire and the target tissue was large. 2. Foreign materials were adhered to the cutting wire during incision. 3. Body fluids adhered to target are of the tissues in the body cavity. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result.¿ ¿be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. Insufficient output or unintended tissue injury may occur in case the cutting wire contacts the forceps elevator.¿ ¿if you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion.¿ ¿aspirate fluids such as mucus and contrast medium that adhere to the cutting wire, tube, and body cavity tissues. Patient injuries such as perforations, bleeding, mucous membrane damage and thermal injury of tissue could result if output is activated with these fluids adhering.¿ this supplemental report includes a correction to b2, g2, and h6 to provide information that was inadvertently not included on the previous submissions. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being updated to provide additional information reported by the customer.

Event description:
Update: additional information: the following week, acute pancreatitis developed, but the patient was discharged after additional treatment.